Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose value once was 50 mg/dl and was treated with glucose tablets. She intentionally ate mac and cheese when she came home, she checked her blood glucose level and it was 250 mg/dl. Insulin pump will not be returned for analysis.